Manufacturer narrative:
Updated.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the parameters of the alarms started flashing and the numbers were jumping around haphazardly. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.